Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, but none resolved the issue. Consequently, technical support decided to replace the pump and provided the customer with new charging supplies. The customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed on how to return the malfunctioning pump.